Event description:
This unsolicited case from united states was received on 17-jan-2018 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 24 days the patient experienced infection (in right knee). No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl022 and expiration date: 31- may-2020) in the right knee for osteoarthritis. On (B)(6) 2018 (starting last friday), the patient had infection, pain and swelling in the right knee. On (B)(6) 2018 (on monday), the patient came into the office and 35 cc of cloudy fluid was aspirated. The culture showed no growth after 16-24 hours but it was not final. The nurse stated the nucleated cell count was 6075 "which was very high as it should be below 200" (latency: few days). Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced joint infection. Since a significant temporal relationship can be established, causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding aseptic techniques followed while administration of synvisc one, medical history, concomitant medications and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 17-jan-2018 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 24 days the patient experienced infection (in right knee). The patient's medical history was significant for arthritis, (B)(6) skin, seizures. The patient was allergic to codeine, penicillin, phenytoin (dilantin), valproate semisodium (depakote). No relevant concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl022 and expiration date: 31- may-2020) in the right knee for osteoarthritis. On (B)(6) 2018 (starting last friday), the patient had infection, pain and swelling in the right knee. On (B)(6) 2018 (on monday), the patient came into the office and 35 cc of cloudy fluid was aspirated. The culture showed no growth after 16-24 hours but it was not final. The nurse stated the nucleated cell count was 6075 "which was very high as it should be below 200" (latency: few days) and red blood cell count was 3.375. On (B)(6) 2018, the patient's c-reactive protein was 2.7. On an unknown date the patient recovered from pain and swelling in the right knee. Corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event additional information was received on 12-feb-2018 from a nurse. The patient's medical history was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 12-feb-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received treatment with synvisc one and later experienced joint infection. Since a significant temporal relationship can be established, causal role of suspect product cannot be excluded in occurrence of the event. However, information regarding aseptic techniques followed while administration of synvisc one, medical history, concomitant medications and past drugs is required for further case assessment.

Event description:
This unsolicited case from united states was received on 17-jan-2018 from the nurse. This case concerns a 50 year old female patient who received treatment with synvisc one injection and after 24 days the patient experienced infection (in right knee). The patient's medical history was significant for arthritis, mrsa (methicillin-resistant staphylococcus aureus infection) skin, seizures, epilepsy and tricuspid valve surgery. The patient was allergic to codeine, penicillin, phenytoin (dilantin), valproate semisodium (depakote). Concomitant medications included: meloxicam (mobic), sumatriptan and topiramate. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl022 and expiration date: 31- may-2020) in the right knee for osteoarthritis. On (B)(6) 2018 (starting last friday), the patient had infection, pain and swelling in the right knee. On (B)(6) 2018 (on monday), the patient came into the office and 35 cc of cloudy fluid was aspirated. The culture showed no growth after 16-24 hours but it was not final. The nurse stated the nucleated cell count was 6075 "which was very high as it should be below 200" (latency: few days) and red blood cell count was 3.375. On (B)(6) 2018, the patient's c-reactive protein was 2.7. On an unknown date the patient recovered from pain and swelling in the right knee. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl022 expiration date 31-may-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl022 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event additional information was received on 12-feb-2018 from a nurse. The patient's medical history was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-mar-2018 and 05-mar-2018 (processed with clock start date of 01-mar- 2018). Concomitant medications and medical history were added. Global ptc number and ptc results added. Text was amended accordingly. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 05-mar-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received treatment with synvisc one and later experienced joint infection. Since a significant temporal relationship can be established, causal role of suspect product cannot be excluded in occurrence of the event. However, information regarding aseptic techniques followed while administration of synvisc one, medical history, concomitant medications and past drugs is required for further case assessment.